Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that his one touch ultra 2 meter was set to incorrect unit of measurement, mmol/l. The medical affairs specialist listened to the recorded call and obtained the following info, as the pt could not be contacted by phone to obtain the add'l info. The pt had first attempted to use the reported meter few weeks before he called lfs, as his primary meter had stopped working for him. He mentioned that since he started using the reported meter, the meter was always set to mmol/l. He was aware that the meter was set to incorrect unit of measurement. He alleged that he was unable to calculate the accurate dosage of humulin r due to not being able to get his blood sugar readings in mg/dl on the reported meter, and he was guessing the dosage of humulin r based on how he feels. He mentioned about administering a higher amount of humulin r sometime during the issue, as he felt that his blood sugar was slightly elevated. The exact amount of humulin r administered is unk. He mentioned about feeling sick, sometime after taking a higher amount of humulin r. It is unk what were the exact symptoms. He reportedly called the ambulance and he was taken to the emergency room. It is unk what treatment was provided to him at the emergency room. He stated that his blood was drawn at the hospital. He was released after about 6-7 hours. The customer service agent (csa) verified that there was no trauma occurred to the meter. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged that he was unable to calculate an accurate amount of insulin to administer due to the reported issue and later, felt sick and later had to be taken to the emergency room after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.